Event description:
Procedure type: cholecystectomy. According to the reporter: the jaws of the clip appliers locked in the closed position. There was some tissue damage and it was corrected using new instruments of different types and to complete the procedure. There was no report of blood loss, pieces falling into the cavity or the incision being extended as a result of the reported nonconformity. However, surgery time was extended thirty five minutes as a result.